Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call low blood glucose levels and fluctuating blood glucose levels. Customer's blood glucose level went as low as 30 mg/dl and as high as 349 mg/dl. Customer treated their high blood glucose levels via insulin pump. Customer treated their low blood glucose levels with juice. Customer declined to troubleshoot the insulin pump.